Event description:
It was reported, during the implant procedure, the physician was unable to get threshold values less than 5v with the device. Consequently, it was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Primary analysis findings: no anomalies found.